Manufacturer narrative:
Product event summary #product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. (B)(6). (B)(4).

Event description:
It was reported that setscrew on the implantable pulse generator (ipg) was non-functioning. Another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.